Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of blurred vision, observed on a patient's left eye at eight month post lasik treatment. Reporter indicated the flap was lifted and rinsed. Upon follow up, reporter indicated the flap was lifted and rinsed for opacities noted to be contributed by post operative topical eye drop medication use. Patient symptoms were noted as improving, and continuing with artificial tear use only. The reporter feels the laser was unrelated to the event.